Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1000 mg/dl with an unknown cause. The customer attempted to address the bg by changing out supplies and delivering boluses. Additionally, the customer went to the emergency room (ER) and was admitted to the hospital where saline, insulin, antibiotics, and potassium were administered. The customer could not recall the date of release from the hospital, but stated they went to a diabetes related rehab and they were released on (B)(6) 2019. It was also reported that the customer experienced minor kidney damage.